Event description:
It was reported to philips that the c-arm motorized movements were unavailable, possibly due to a power supply issue on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service downloaded board software and identified that further troubleshooting was needed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).